Manufacturer narrative:
The device history records for the component lots were reviewed. (B)(4). No abnormalities that could have contributed to the complaint were found during the review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the "needle was found to be off because of adhesion failure" during surgery. The procedure was completed with no harm to the patient. Add'l info had been requested but has not been received to date.